Event description:
It was reported that during a davinci s surgical procedure, the customer noted that wires were protruding from the mega needle driver instrument. Nothing fell into the patient and no harm to the patient occurred.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument had a frayed grip cable. The frayed cable section was sticking out at the wrist. There was no damage found on the pulley. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.